Event description:
Patient reported an unknown side deflation. Healthcare professional reported a right side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: linear opening. A leak test was perform and was found one opening and delamination of valve. A microscopic analysis identified: a linear striated opening on patch assessed as surgical damage and partial delamination of diaphragm flange disk assessed as adhesive failure. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage. Delamination of diaphragm flange disk assessed as adhesive failure.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported an unknown side deflation. Healthcare professional reported a right side deflation. Device was explanted.